Event description:
Healthcare physician reported capsular contracture baker grade iii as well as siliconomes on axillae diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
(B)(4). Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, silicone migration, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, silicone migration, and granuloma.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are:¿ capsular contracture: unable to observed as it is a medical event not related to the device.¿ silicone migration: unable to observed as it is a medical event not related to the device.¿ granuloma: unable to observed as it is a medical event not related to the device.additional observations:¿ deformation observed in the surface of the shell.¿ yellow particles in the surface of the shell observed in the surface of the shell.no further actions are required as the device was implanted.

Event description:
Healthcare physician reported capsular contracture baker grade iii as well as siliconomes on axillae diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.